Event description:
The customer reported the display screen system is not allowing any changes to be done; navigation ring seems to be malfunctioning. The customer reported there was no patient involvement.